Event description:
Arjo was informed about the event related to the enterprise 9000x bed. It was reported that the barrier was twisted and needed to be replaced. There was no indication of patient involvement and no injury was sustained. The photos from the device evaluation show that the side rail detached.

Manufacturer narrative:
The investigation is ongoing. The conclusions will be provided within the follow-up report once the investigation is completed. The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor that could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition and the arjo technician's statement that "the caregivers don't pay attention to the bed when they move it from one room to another." The photographic evidence shows that the side rail was detached (the side rail condition in which the technician found it upon arrival) and visible damage to the pole (scratched) of the accessory mounted on the bed. The visible damages are in line with the technician's statement. The instructions for use (IFU - 746-591-en) states: "when moving or operating the bed, take care that any accessories attached to it (e.g. Lifting pole) do not strike doors, ceilings, etc." "Hold the headboard or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories." The side rail detachment was likely caused by the bed being moved by pushing or pulling it using the side rail. Therefore, the event was a result of instructions not being followed. Nevertheless, the circumstances of the side rail damage were not confirmed by the customer. Therefore, due to a lack of information, the root cause could not be confirmed. To sum up, the arjo device failed to meet its specifications. There was no indication of patient involvement. This complaint was assessed as reportable due to side rail detachment.